Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead mn20450-50a (b) found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2021-15211, 1627487-2021-15262, 1627487-2021-15263. It was reported the patient experienced high impedances. In turn, the leads were revised to address the issue.